Event description:
It was reported that the device shut down during use accompanied by an error message. No patient consequences have been reported.

Manufacturer narrative:
The device was inspected on-site thereby no failure of the function button or power supply were found. A self-test was conducted and it was found that due to a failure of the breathing system only manual ventilation was possible. A reliable conclusion is not possible due to lack of information as neither the device log file nor further information were provided for investigation. The reported phenomenon can be interpreted in different ways - a ventilator failure or a complete shut-down may have occurred. Dräger finally concludes that the failure is readily apparent to the user since the device must be operated under constant supervision of a trained operator. The potential risk resulting from a ventilator failure or shut-down is mitigated since manual ventilation is still possible. No patient conseqeunces have been reported. H3 other text : device not available for investigation.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that the device shut down during use accompanied by an error message. No patient consequences have been reported.